Manufacturer narrative:
Eval summary: analysis: ventilator settings and data upon reception: pt settings: ptrig=3.0; peep=5; simv psup=5; f=12; ti=0.9; volume control=0.40; hi paw=60; low paw=8. Alarm setting=loud, power save=on, panel lock=on, state of battery charge= 60%. Hours= 13727, next svc=20,000 hrs. Software version= 1.066. No device alerts or extraneous conditions have been recorded to the calibration data. This ventilator has no record of svc or repair. Testing and analysis: a sticker attached to the back of the ventilator indicates that an annual pm (preventive maintenance) was performed by hosp svs in 2008. Removed battery from the ventilator and performed a visual inspection. The battery lot code was 0602133c indicating that the battery was mfg in february 2006. Stickers attached to the top of the battery indicate that the battery had a refresh charge performed in 2007 and the origin of the battery. Reassembled the ventilator with the original battery and placed it on batview at sts (standard stetting) to monitor the discharge cycle. The ventilator was allowed to charge, prior to testing, for approx 61 hrs. The discharge test lasted a total of 13 hrs 7 mins; with all alarms initiating at the proper intervals. The reported failure could not be confirmed. Conclusion: could not duplicate the reported failure. Testing was revealed that the original battery lasted a total of 13 hrs 7 mins; with all alarms initiating at the proper intervals. The battery that was installed into the ventilator by the hospital svs is nearly 2 1/2 yrs old and has not had a refresh charge in nearly a year and a half. Due to lack of maintenance prior to its installation, the battery is deemed unsuitable for use and will be changed as a precaution. The customer, has requested that the original battery be returned back to them. Replacement battery with lot code e080311ab (refresh charge in 2008). Performed an operative verification performance, full calibration and an add'l battery test; the ventilator operates to all required spec. Please note that according to the MFR's operating manual of the ht50 model, the internal battery should be replaced yearly or when the battery no longer meets the needs of the user.